Event description:
It was reported that the right atrial (ra) lead was explanted due to noise on rv lead. As a result, both ra and rv leads were explanted and successfully replaced. No additional patient adverse effects were reported. The lead is not expected to return for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.